Event description:
Found resident body -expired- along side the bed with knees on the floor, forehead between the side rail and mattress. Coroner called and vulnerable adult report filed. Per coroner, the cause of death was accidental positional asphyxia. Bed was a hill-rom, resident. Bed had 1/4 length side rails. The measurements of the bed, rail, and mattress met the federal requirements for style, articulation, mattress size, and spacing between mattress and rail- 2fl on right, 4fl on left. Hill-rom has also been notified. Dates of use: 2002 to present.